Event description:
It was reported that a patient's blood glucose levels (bg) reached 360 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being damaged, while wearing it on the abdomen. For treatment, manual injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula found no damage. During the investigation fluid was able to pass through the complete fluid path. No timeouts or drive stalls were seen in the download data.